Event description:
Edwards received notification from our affiliates in spain. As reported, this was a case of an implant of a 26mm sapien 3 valve in aortic position. The patient presented with bulky calcification in the native annulus. During valve deployment, the balloon of the commander delivery system burst resulting in a misplacement of the 26mm sapien 3 valve in the annulus. A second 26mm sapien 3 valve was successfully implanted. The patient outcome was good. As per medical opinion, the root cause of the event could be related to the bulky calcification that patient had in the native annulus.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-11605. Device remained implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the hospital and the following was observed: the valve was under expanded with waist, and landed above base cusps (too aortic). A second valve was deployed lower toward ventricular within the first malpositioned valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition was confirmed based on provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of IFU/training materials revealed no deficiencies. As reported ''it was a case of an implant of a 26mm sapien 3 valve in aortic position. The patient presented a bulky calcification in the native annulus. During procedure, while deploying the valve, the balloon of the commander delivery system burst resulting in a misplacement of the 26mm sapien 3 valve in the annulus''. As such, available information suggests that procedural factors (balloon burst during thv deployment) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.